Event description:
The customer reported a cine disk unavailable error message and loss of cine/vascular functionality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system hard drive and cine drive was replaced and the release 27 software was loaded. The system was then found to be operating as intended.